Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that since the catheter was ¿put back in¿ (refer to manufacturer report # 3004209178-2014-12528) the pump had been increased 3 times. It was noted at the time of the report the patient was on a low dosage. Right away after the revision the patient¿s pain was not controlled. The patient had to wait 70 weeks before they could do anything and then boosted it up. It was increased 10% the first time and 20% the last time. The patient was on 50 milligrams of narcotics and ¿it¿s not touching it.¿ the patient had two ¿pump-o-grams.¿ it was speculated the pump may have been implanted a little higher than it had been before because the patient would be in extreme pain for two or three days and then all of a sudden would get super high and his pain would go away. This would last for 2 days at the most and then start coming back. The same thing happened with the pump-o-grams both times. The patient was overdosed ¿big time¿ and was at the point where his wife couldn¿t wake him up. The patient would wake up for a second or two and go back to sleep. Since the overdose at the last pump-o-gram it didn¿t seem like it was that bad with the overdose feeling ¿for some stupid reason.¿ the date of one of the pump-o-grams was thought to be (B)(6), but was later reported as thursday, (B)(6). The pump-o-gram was noted by the health care provider to be normal. The pump was being used to deliver dilaudid. Follow up has been requested regarding the patient outcome and any diagnostic testing or troubleshooting done as a result of the event has been requested and a supplemental report will be submitted if additional information becomes available.